Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort. It was further reported that the patient's implantable pulse generator (ipg) migrated. The ipg was repositioned under muscle and remains in use. No further patient complications have been reported as a result of this event.